Manufacturer narrative:
The product was returned for evaluation. During investigation, a bend was found on the exposed portion of the cannula. However, it is unclear when the damage occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No further action or investigation is warranted at this time.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Patient attempted to bring down her bg levels by delivering correction boluses, but was unsuccessful. When the pod was removed, it was noted that the cannula appeared "bent to the right". As treatment, the patient tried to give herself correction boluses and then reverted to an alternative method of insulin delivery.